Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported could not be confirmed due to no sample returned from complainer. Without a sample it is no possible to determine the cause or root of the issue. Therefore, this complaint it is closed as not confirmed.

Event description:
As reported by user facility: medication toradol given through perfusor syringe pump. Alarmed at the end of infusion and when nurse went to look at the syringe, original amount of medication still in syringe. Nurse had to go outside of drug library to use basic infusion to get the syringe to infuse for a second attempt.